Event description:
It was reported that a vns pt had undergone generator explant surgery, due to the development of an infection. F/u with the pt's treating vns therapy physician revealed that the cause of the event was unk, though pt manipulation may have contributed to the event. The physician indicated that though, wound cultures had not been taken, the infections presence was determined by the pt's open incision and purulent drainage. The physician also indicated that attempts to address the issue with antibiotics had been unsuccessful.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of the manufacturing records confirmed sterilization for both the generator, and lead prior to distribution.